Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead was implanted in apex with excellent parameters. At the pre-discharge check the parameters were good but the sensing was reduced by half. The physician saw via x-ray that the lead was backwards. The lead was positioned on the septum on (B)(6) 2019 and the physician noted that the lead was still mobile despite stitches.